Event description:
It was reported 'when the set was returned from the hospital, the trial implant (trial proximal mcp implant - size 20) was broken. No part of the implant was found in the set.' The precise details concerning the location of the broken parts were unknown. On (B)(6) 2014 add'l info was rec'd- surgery was 'metacarpo-phalangial prosthesis'. X-rays were requested. Add'l info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.